Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings compared to another meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 at 7:30 am, the patient obtained the blood glucose reading of 86 mg/dl on the reported meter, and a reading of 68 mg/dl on another meter within a few minutes of each other. The patient then took four units insulin (type not specified) based on the 86 mg/dl reading. Ten minutes afterwards, the patient experienced the symptoms of sweating and weakness. He did not seek any medical attention or treatment. The patient noted he would have taken one unit insulin if he had based his dose on the lower reading of 68 mg/dl from the second meter. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on the reported meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the inaccuracy issue was not confirmed. However, a secondary issue of error 4 was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.